Manufacturer narrative:
One device was returned for repair in used condition. Previous repair was not related to the current reported problem. Visual evaluation of device found lifting upstream occlusion (uso) seal. The primary problem was replicated by functional testing. The downstream occlusion (dso) sensor failed calibration and was stuck at 2500mv. The cause was the dso sensor was inoperable/out of calibration. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming, "cassette not attached properly: reattach cassette". The event occurred during testing. There was no delay in therapy. There was no patient involvement, and no patient harm/adverse event was reported.